Manufacturer narrative:
Baxter received and evaluated the device; the date of the reported event was unknown. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. Evaluation observed the reported symptom of screen damaged through visual inspection and confirmed the reported symptom, ¿screen damaged,¿ through the causality of failed pixels and therefore a replacement was offered to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was identified with a damaged screen. There was no known patient injury or medical intervention associated with this event. No additional information is available.